Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 270 mg/dl. A correction bolus was delivered via the pump and a manual injection was administered to address the bg level. Reportedly, the customer wears the pump against their skin leading to abrupt temperature changes to the pump. Tandem technical support advised the customer to prevent abrupt temperature changes to the pump. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula.